Event description:
Consumer alleges he was driving on a paved surface and tried entering an underground (grass covered) drive way. As the front wheels were passing over the curb the unit allegedly tipped backwards allegedly causing the consumer to hit his head on the concrete pavement.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Per tech: nothing is broken or damaged on unit. Tech also stated the area where the consumer is taking the chair from concrete to the grass is too steep. User error.

Event description:
Consumer alleges he was driving on a paved surface and tried entering an underground (grass covered) drive way. As the front wheels were passing over the curb the unit allegedly tipped backwards allegedly causing the consumer to hit his head on the concrete pavement.